Event description:
It was observed that during the device evaluation, the colonovideoscope had corroded nozzle and no image is displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the no image occurred due to corrosion on scope connector whereas it is presumed that the reported event of corroded nozzle occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.